Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrolithiasis and nephrolithiasis recurrent. Concurrent conditions included back pain, overweight and paratubal cyst. Concomitant products included amoxicillin for rash. In 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced rash generalised ("skin rash/ rashes all over"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("constant uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives"), headache ("headaches"), heart rate abnormal ("heavy heart rate"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), incontinence ("incontinence"), bladder disorder ("bladder problem") and tachycardia ("tachycardia"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("below belly button (cramping) pain"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and visual impairment ("vision degraded/ reduced vision "). In (B)(6) 2016, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash generalised, weight increased, alopecia, migraine, menopause, urinary tract infection, female sexual dysfunction, urticaria, headache, heart rate abnormal, nausea, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, visual impairment, fatigue, incontinence, bladder disorder and tachycardia outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heart rate abnormal, incontinence, menopause, menorrhagia, migraine, nausea, pelvic pain, rash generalised, tachycardia, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the patient tolerated the procedure well and was brought to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion smear cervix - on (B)(6) 2016: on an unspecified date, patent had hysterosalpingogram (hsg), result not provided. On (B)(6) 2016 - screening pap smear exam for cervical cancer (result not received). On (B)(6) 2016 - final pathologic diagnosis fallopian tubes with essure, bilateral salpingectomy: -segments of benign fallopian tube with paratubal cyst -medical devices (essure times 2) grossly identified specimen; fallopian tubes with essure, bilateral salpingectomy clinical data: encounter for essure implantation, allergic disorder, nickel allergy. Microscopic description: microscopic examination was performed and supports tile final diagnosis. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement 175 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight increased, alopecia, allergy to metals, urticaria, headache, rash, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: bladder problems, tachycardia, incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nephrolithiasis and nephrolithiasis recurrent. Concurrent conditions included back pain, overweight and paratubal cyst. Concomitant products included amoxicillin for rash. In 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced rash ("skin rash/ rashes all over"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("constant uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("hives"), headache ("headaches"), heart rate increased ("heavy heart rate"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and incontinence ("incontinence"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("below belly button (cramping) pain"). In 2013, the patient experienced vaginal discharge ("vaginal discharge") and visual impairment ("vision degraded/ reduced vision "). In (B)(6) 2016, the patient experienced menopause ("menopause"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, weight increased, alopecia, migraine, menopause, urinary tract infection, female sexual dysfunction, urticaria, headache, heart rate increased, nausea, dysmenorrhoea, dyspareunia, allergy to metals, vaginal discharge, visual impairment, fatigue and incontinence outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heart rate increased, incontinence, menopause, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Smear cervix - on (B)(6) 2016: on an unspecified date, patent had hysterosalpingogram (hsg), result not provided. On (B)(6)-2016 - screening pap smear exam for cervical cancer (result not received). On (B)(6) 2016 - final pathologic diagnosis fallopian tubes with essure, bilateral salpingectomy: segments of benign fallopian tube with paratubal cyst medical devices (essure times 2) grossly identified specimen; fallopian tubes with essure, bilateral salpingectomy clinical data: encounter for essure implantation, allergic disorder, nickel allergy. Microscopic description: microscopic examination was performed and supports tile final diagnosis. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement 175 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : weight increased, alopecia, allergy to metals, urticaria, headache, rash, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information updated, other relevant history and lab data updated. Essure indication female sterilization was added. Events were newly added : abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heart rate increased, incontinence, menopause, menorrhagia, nausea, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), weight increased ("weight gain"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery to remove the essure implant. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, rash, weight increased, alopecia and migraine outcome was unknown. The reporter considered alopecia, migraine, pelvic pain, rash and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.